Event description:
It has been reported to co that the occlusion balloon would not deflate when required during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to 5.5mm to occlude the vessel. The physician inserted the stent delivery catheter and placed the stent. The pt was having difficulty tolerating the occlusion. The physician attempted to deflate the occlusion balloon and it would not deflate. The physician attempted to realign the hypotube and tried to deflate and still the occlusion balloon would not deflate. The physician pulled the inflated occlusion balloon into the tip of the guide catheter and the occlusion balloon deflated. The pt's vessel had slow flow following the removal of the device and was sent for observation. The pt is reported to be fine.